Event description:
It was reported that during a coronary intervention procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The proximal lesion was pre-dilated with a 3.0x20mm non-bsc balloon. The distal lesion was accessed with the aid of a guidezilla extension catheter with some resistance. The 3.5x28 promus premier was advanced into the extension catheter however would not advance through the catheter. The stent and extension catheter were removed and the lesion was dilated with a 3.0x10mm non-bsc balloon. The3.5x28mm sent was again advanced down the guidezilla and it would not advance. About 1mm from the tip of guidezilla it got stuck, the stent was retracted an the stent was damaged. A 3.5x20mm, 3.0x16mm and 3.0x8mm promus stents were advanced through the guidezilla without issue. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a coronary intervention procedure, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. The proximal lesion was pre-dilated with a 3.0x20mm non-bsc balloon. The distal lesion was accessed with the aid of a guidezilla extension catheter with some resistance. The 3.5x28 promus premier was advanced into the extension catheter however would not advance through the catheter. The stent and extension catheter were removed and the lesion was dilated with a 3.0x10mm non-bsc balloon. The3.5x28mm sent was again advanced down the guidezilla and it would not advance. About 1mm from the tip of guidezilla it got stuck, the stent was retracted an the stent was damaged. A 3.5x20mm, 3.0x16mm and 3.0x8mm promus stents were advanced through the guidezilla without issue. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found a kink on the mid-shaft 5mm proximal from the port bond skive. This type of damage is consistent with excessive force being applied to the delivery system. The device was successfully tracked over a 0.014" guidewire without any issue. The damage caused to the distal tip of the device did not provide any resistance to the tracking attempts during examination. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).